Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to report if any malfunction code reappears.